Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had a revision due to the device not functioning properly. Fluid loss was suspected. The procedure was aborted because of a urethra stricture and the physician could not place a catheter. There were no additional patient complications.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had a revision due to the device not functioning properly. Fluid loss was suspected. The procedure was aborted because of a urethra stricture and the physician could not place a catheter. There were no additional patient complications.